Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient may have an abraded opening in the silicone lining of the lead. No other information was provided and attempts for additional information cannot be made due to the limited information available.